Manufacturer narrative:
The tachy therapy in this model cannot be permanently disabled with a magnet; it can only be inhibited during magnet application. The technical consultant explained to the pt's daughter that the cardiologist can request assistance in reprogramming the device prior to a scheduled procedure, but device may also be managed with magnet application. Technical services discussed the proper return procedure in order to have the device analyzed and cautioned the pt's daughter about handling the device that had not been programmed "off" following the surgical procedure. To date, the device has not been received at boston scientific's post market quality assurance laboratory. The event will be reopened if add'l info is received and/or the device is returned for analysis.

Event description:
Boston scientific crm received that this pt had died in the hospital during a non-device related surgery. The pt's daughter reported that the pt went into heart failure and ventricular fibrillation requiring delivery of external defibrillation which was unsuccessful. The daughter has the device and was not sure if the device would be returned to boston scientific crm. The local rep reported that he had been contacted to deactivate the device prior to the pt's surgery. However, due to the rep's remote location, this did not happen and instead a member of the or staff was informed that the device's tachy mode could be temporarily deactivated by applying and securing a magnet over the device. Additionally, the or staff was informed that the magnet could be removed to re-establish normal device operation. The hospital personnel requested that the device be checked following the surgery; however, the local rep was not called to recheck the device and was informed the next day that the pt had died. The daughter reported that the hospital told the family that the device had not fired because "it had not been reversed."